Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00258 / 00259).

Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to infection. During the procedure the hip was debrided, and the head was removed and replaced with a head cement spacer mold. Patient underwent a replantation procedure on (B)(6) 2014. Patient underwent a second revision on (B)(6) 2015 due to infection. During the procedure the hip was debrided, and the head and cup were removed and replaced with a cement spacer mold. Patient underwent a second replantation procedure on (B)(6) 2015. No further information has been provided.